Manufacturer narrative:
During analysis, evidence of electrical overstress was visually observed on the circuit board.

Event description:
During device analysis, evidence of electrical overstress was found on the hospital unit circuit board. The hospital unit was returned for an error 00.